Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for 1 patient sample tested for elecsys free psa immunoassay elecsys (psa free) total psa immunoassay (psa total) on a cobas 8000 e 602 module. (B)(4). The initial psa free result was 0.3 ng/ml which was greater than the initial psa total result of 0.06 ng/ml. There were no flags present on the initial results. The customer repeated the sample for both psa free and psa total on both the same analyzer and on another analyzer, running the sample both undiluted and diluted, and all the results obtained matched (no specific values provided). The erroneous results were reported outside of the laboratory. There was no adverse event. The customer stated that all qc results have been within range. The field engineering specialist was not able to find a cause. He checked the instrument and found no issues. He ran performance and precision testing which had acceptable results. Psa total qc testing was performed which passed. (B)(6).

Manufacturer narrative:
The patient sample was provided for investigation. The customer's results were confirmed during the investigation. A substance in the patient's sample caused an interference. This limitation is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The customer stated that there have been no further issues.

Manufacturer narrative:
The initial testing was done on aliquots processed by a modular pre-analytics system. All repeat testing was done by manually by loading the primary tube onto the analyzer. Rack adapters were used.